Event description:
It was reported to minimed that the customer was unable to start their new simplera sync sensor and experienced a loss of communication between the insulin pump and simplera sensor. The customer also experienced hyperglycemia which was treated via insulin pump. The event involved product(s) mmt-1884, mmt-342, mmt-431ag and mmt-5120a. Troubleshooting was not performed for unable to start new simplera sync sensor allegation, and it is unknown whether the reported issue was resolved. Troubleshooting was not performed for hyperglycemia event and, it was not known whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours of the reported event. No further patient complications were reported. Product return is not required for mmt-1884, mmt-342, mmt-431ag and mmt-5120a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.